Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a coil encountered resistance in the distal section of the echelon microcatheter and the microcatheter was ruptured. The patient was undergoing surgery for treatment of an intracranial aneurysm. It was noted the patient's vessel tortuosity was normal. The access vessel was the right femoral artery with a diameter of 5.78mm. It was reported that after the microcatheter was placed, resistance was felt when the coil was filled in. After detachment of the coil, the delivery guidewire could not be withdrawn. Upon removal of the microcatheter, it was found that the distal shaft was ruptured, and the coil delivery guidewire was stuck inside the microcatheter. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a tongqiao silver snake 6f 115cm guide catheter.

Event description:
Additional information was received reporting that the coil ruptured during the coil embolization of an aneurysm. The cause of the resistance and rupture was not determined. The coil came out of the introducer sheath smoothly. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink/damage to the coil observed after removal, the pushing guidewire could not be pulled out. The coil was not a medtronic product (tongqiao coil).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. It was clarified that the distal end of the catheter body developed a crack, causing the coil push wire to become stuck in the crack and unable to be withdrawn.

Manufacturer narrative:
Product analysis as found condition: the echelon-10 micro catheter and tongqiao pusher were returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within a dispenser coil. Visual inspection/damage location details: no flash or hub mold were found within the hub. No damages or irregularities were found with the echelon-10 hub, micro catheter body, distal tip or marker bands. No damages or irregularities were found with the tongqiao pusher. The implant was already detached and not returned. Testing/analysis: the echelon-10 total length (to the proximal marker band) was measured to be ~153.0cm and the usable length (to the proximal marker band) was measured to be ~145.0cm, which is within specification (specification: total (ref) = 152cm; usable = 144cm ± 1.5cm). The tongqiao pusher was retracted out of the echelon-10 micro catheter with no resistance encountered. The echelon-10 micro catheter was flushed, and water was found to exit the tip with no ruptures found. An in-house coil (model: qc-9-30-helix lot: 7847887) was inserted into the echelon-10 catheter hub, through the catheter body and out the distal end with no resistance encountered. Conclusion: based on the device analysis and reported information, the customer report of ¿catheter resistance during device delivery¿, ¿catheter resistance during device retrieval¿ and ¿catheter rupture¿ could not be confirmed. No resistance was encountered with the returned echelon-10 micro catheter during in-house testing, and no damages were found. Possible causes for coil resistance during the procedure include, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, or damage to the coil. The likely cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.